Event description:
It was reported that the thread of the device is damaged. A replacement was available.

Event description:
It was reported that the thread of the device is damaged. A replacement was available.

Manufacturer narrative:
An event regarding a damaged headless pin driver was reported. The event was confirmed. Device evaluation and results: the retention spring of the returned device was damaged which prevents assembly with headless pins. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: inspection of the device confirmed the event, the retention spring of the device is deformed. The root cause of the damage could not be confirmed as the circumstances of use when the spring was damaged are not known. It is noted that the presence and function of the retaining spring is checked at 100% frequency during manufacture and all devices in the subject lot passed this inspection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.